Manufacturer narrative:
(B)(4). Failure analysis and investigation results confirmed the reported issue. Upon receipt the actual pump involved was visually and inspected, and there was a shorted electronic component on the motherboard. The motherboard was replaced and the device was tested and met specifications. Although the evaluation determined that the reported issue was confirmed, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.

Event description:
As reported by user facility: thermal damage was reported on a component.